Event description:
Patient went home with the catheter bag; approximately five days later, it started to leak in the lower left expansion joint area. The hospital replaced it. Less than 24 hours later the second bag started leaking in the same place as the first one. Catheter was then removed.manufacturer response for large leg catheter bag, (brand not provided) (per site reporter).we notified the company of the issue so that they can have it on file. The company keeps these on file and if they get multiple instances, then they look to recall or make changes to the product. As for now they did not have more than this instance on file so if this happens again we will need to follow the same process and look to have the manufacturer work with us on correcting the product.what was the original intended procedure?urinary catheterization.device #1is this a laboratory device or laboratory test?no.